Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: the root cause for this report could not be established from the information available. Implant technique is often dependent on patient anatomy. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 2/3 when it was deemed to be too high. An attempt to retrieve the valve failed and the valve was left implanted in the ascending aorta. A second valve was successfully implanted in the correct annular position with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.